Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of vomiting, cloudy effluent and (B)(6) in a patient (gender not reported) coincident with dianeal pd4, unknown bag and extraneal viaflex therapies. On (B)(6) 2011, the patient was already in the hospital. The reason for the hospitalization was not provided. On (B)(6) 2011, the patient began treatment with dianeal pd4, unknown bag (B)(4) and extraneal viaflex, (B)(4) (frequencies not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in 2011, antibiotic protocol with gentamicin, 8 mgs intravenous (IV) (prn if gentamicin level less than 2), flucloxacillin 1 gram IV four times a day ("qds") and flagyl 500 mg IV three times a day ("tds") was started, ,followed by the development of cloudy effluent. The event was considered "severe". On an unreported date in 2011, the patient's catheter was removed and hemodialysis was started. Concomitant medications were not reported. The nurse stated the event of cloudy effluent was unrelated to dianeal and extraneal. The nurse confirmed that the patient was admitted to the hospital 4 days prior to the start of the cloudy fluid. At the time of admission, the patient had a seven day history of vomiting. The patient's catheter removal was related to both the cloudy effluent and the "little" response to antibiotic therapy. The outcome for the events of cloudy effluent, vomiting and (B)(6) were not reported. The nurse did not provide an opinion of causality for the events.